Manufacturer narrative:
A philips account manager (am) spoke to the customer. The customer indicated that the incident occurred on (B)(6) 2020, and they were looking for the time frame between 7:00pm and 8:00pm of that day for bed n467. The customer did not specify an allegation of deficiency of the device and had requested clinical application support. The philips intellivue information center (piic) alarm logs was provided for review. The alarm log was reviewed by a philips clinical specialist; the log showed that there was red desaturation (desat) alarms and alarm silencing occurring during this time: it was concluded by the clinical specialist that the alarms appeared to have functioned as intended, no malfunction was found upon log review. Based on available information, there was no product malfunction; red alarms had occurred during the time requested for review, and had been silenced. This information was provided to the customer who indicated they were all set with the information.

Event description:
The customer needs to understand the screen touches (alarm silencing, etc.) For a patient incident that resulted in a near expiration. The patient is still alive, but the customer is looking for help with pulling log files. The diagnoses and treatment of the "near expiration" was not provided.

Manufacturer narrative:
H3 - d!, d2 and d4 has been updated to reflect the correct device information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.